Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was explanted on (B)(6) 2012 due to uncomfortable stimulation in his abdomen. It was reported the uncomfortable stimulation existed for two years and reprogramming has not resolved the issue. It was also reported the doctors have offered to reposition the pt's leads, but the pt wanted the system explanted.